Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there were a couple of cracks on the insulin pump near the battery, the down button did not respond, all the buttons did not respond and the battery life was less than 7 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected low battery alert, battery power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the device trace download. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with missing serial number label, broken battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).